Event description:
Device malfunction: difficult ot remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device could not be removed from the patient anatomy. The access ports were used unsuccessfully. An attempt to cut the shaft and remove the device was unsuccessful. The device was ultimately "wiggled" out of the patient anatomy. Hemostasis was achieved using manual compression. There were no reported patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.